Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. A lcd touch screen manual was performed and passed. The receiver log was downloaded and reviewed finding no data within the investigation window. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.